Manufacturer narrative:
The customer reported that the cns (central monitoring system) is having intermittent lock ups. The biomedical engineer said he was going to review the alarm history for the patients admitted during the reported issues and call back, but has not contacted nihon kohden tech support since the initial report date. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) is having intermittent lock ups.

Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting. The customer failed to contact nihon kohden. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available, however, CAPA (B)(4) has been initiated to further evaluate the cause of this complaint.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) is having intermittent lock ups. The biomedical engineer said he was going to review the alarm history for the patients admitted during the reported issues and call back, but has not contacted manufacturer kohden tech support since the initial report date. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.